Event description:
It was reported that this left ventricular (lv) lead was part of system revision due to discomfort, pain and infection. Additional information indicated that the patient needed an explant due to the knee infection that had spread to the patient's heart. No additional adverse patient effects were reported. This lv lead was explanted.